Event description:
Customer called on (B)(6) 2012 reporting of a clear fluid leak from underneath the front of the beckman coulter coulter lh 750 hematology analyzer. Customer was wearing personal protective equipment consisting of a faceshield, lab coat and gloves at the time of the leak and no exposure or injury was reported. There was no impact to patient results and no erroneous results were generated or reported out of the lab. Field service engineer (fse) was dispatched and replaced the tubing to the bottom of the flowcell. Repair was then verified as per established procedures.

Manufacturer narrative:
Bec identifier for this report is (B)(4).